Event description:
It was reported that during central processing procedure, the 8mm fenestrated bipolar forceps instrument was found to have a cut/chip on inside ring distal tip. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no missing fragments were identified from the portion of the instrument that enters the patient¿s body, and no fragments fell into the patient. No photographic images or video recordings were available for review. The instrument was returned to intuitive for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.